Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. This report is on the unknown dhs system, part and lot numbers are unknown. Without a part number the 510k number cannot be provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Journal article received: a randomized, prospective study comparing intertrochanteric hip fracture with the dynamic hip screw and the dynamic helical hip system in a community practice: the iowa orthopaedic journal, volume 31: publishing date unknown: daniel c. Fitzpatrick, md, ms, daniel v. Sheerin, md, brian r. Wolf, md, ms, and thomas k. Wuest, md. This article does mention synthes product. This study evaluates the dynamic helical hip system (dhhs) spiral blade relative to the dynamic hip screw (dhs) lag screw. It was a randomized prospective study of 51 patients: 24 in the dhs group and 27 in the dhhs group. All patients were over 50 years old with intertrochanteric hip fractures. Both implants performed well in a majority of cases. No significant difference in the radiographic outcomes of intertrochanteric hip fractures treated with either the dhs or dhhs implant in a group of surgeries performed by community-level orthopedic surgeons. The dhhs implant had two failures which may be related to the rotational control mechanism; the implant design has since been changed. Event: the dhhs group: cut out of the blade through the femoral head without significant varus collapse or superior migration. Failure was at 8 weeks and patient was revised to a proximal femoral locking plate which failed. Patient was revised to a total hip arthroplasty. This is 1 of 1 report for complaint (B)(4).